Manufacturer narrative:
All buttons function properly however moisture damage was found on keypad traces. Pump was received with minor scratched display window,cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.